Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were having a return of symptoms. Patient stated that a week ago, they went down to rush to seek the doctor's assistant because they were having a return of symptoms and were feeling uncomfortable. Patient stated that they went for MRI and turned the therapy off and turned it back on after. Patient mentioned that it was doing fine up until they turned it off for MRI, and they felt the need to go. Patient also mentioned that they felt not so good today. Patient increased the stimulation level days ago, but nothing happened. Agent walked the patient through connecting to the ins. Patient was able to connect to the ins and increase the stimulation to a comfortable level on the bike seat area. Patient to monitor the issue and redirected to the doctor if it persist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that in answer to the question as to what steps they had taken to resolve the lnterstem issues about which called about on august 20, 2025: they contacted their doctors office and were able to see a physicians assistant (pa) on (B)(6) 2025. They changed the program setting for their lnterstem to program 6 setting 2.5. The relief took a few days, but overall the patient had been fine sine then.